Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a computerized tomography (CT) scan it was noticed that the artificial urinary sphincter (aus) has no liquid in the system but it was unclear where was the source of the leakage. The device will be explanted in a future date. There are no patient complications.